Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that the maryland bipolar forceps instrument broke with wires exposed. No known impact or patient consequence was reported.